Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed and reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf/sif type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a poor air supply. The issue was observed during preparation for use on a diagnostic procedure. The procedure was completed with a similar device with no reported delays and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found attached to the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to damage on the up/down knob it did not move smoothly, the adhesive around the light guide lens was peeled, the adhesive around the objective lens was peeled, the protector of the universal cord on the scope connector side had a scratch, the universal cord had a wrinkle and a scratch, the switch box had a scratch, the paint on the suction cylinder was peeled, the paint on the air/water cylinder was peeled, switches 1 and 4 had wear, the scope connector was dirty due to water leakage, the control unit was dirty due to water leakage, the adhesive on the bending section cover rubber had white-clouded area, the adhesive on the bending section cover rubber had a chip, due to wear of the angle wire the play of the up/down knob was out of the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the plastic distal end cover had a scratch, the connecting tube had a scratch, the grip was shaved, and the image guide protector had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the air/water nozzle with air and water and a detergent solution and wiped/brushed the air/water nozzle with a lint free cloth, sponge or brush with no reported delays in the precleaning and no abnormalities observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.